Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 26dec2018 to assess the instrument test well images in question, which appeared as visually consistent with the instrument output. Review of the event log showed that the discrepant blood sample for blood type was manually edited. The event log showed duplicate blood sample identification numbers after the blood sample was manually edited. The discrepant result report was flagged as manually edited. A warning was generated (4790) that duplicate blood sample identification numbers were detected. The customer stated that they think the blood sample identification number was entered incorrectly. Duplicate blood sample identification numbers cannot be used. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected abo mistype with a galileo echo instrument.